Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported e4 (occlusion) error was displayed on the infusion device approximately 1.5 days after inserting the headset and he noticed insulin leakage. The cannula was not bent. His blood glucose elevated to 315 mg/dl. His normal blood glucose range is 70-120 mg/dl. He changed the infusion set and bolused to lower his blood glucose. He stated he used the insertion device to insert the headset. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. The pt was sent replacement infusion sets. No product will be returned for evaluation.